Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for missing label with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that 4 bd vacutainer® k2 edta (k2e) 10.8 mg blood collection tubes experienced label lift off/partial peel off which was noted prior to use. The following information was provided by the initial reporter: missing labels.